Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the impella rp was pulled back into the right ventricle, and it was unable to be advanced. The impella rp was almost pulled out for removal when it got stuck in the right femoral vein because there was a wound vac above the site where a cutdown was done for bypass cannulation. There were extra staples, and gauze in the site. That is what stopped the pump from being fully removed. It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The product was not returned for review. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review.